Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Model 31867, scs lead (2).

Event description:
Device 1 of 3. Reference MFR report: 3006705815-2019-00518. Reference MFR report: 3006705815-2019-00517. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. Surgical intervention may be pending to address this issue.